Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument did does not respond to the surgeon console commands, therefore did not work appropriately. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken bipolar yaw pulley near the distal clevis. A broken piece was missing as a result of the breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint was confirmed by failure analysis. The probable root cause may be attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.